Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h11: additional narrative. Zfx received one (1) item zfx02hld28. Visual evaluation was performed. Visual evaluation: the screwdriver has a broken tip. The driver is send to zfx without tip. The screwdriver has damages and scratches from use. The screwdriver has been strengthened by often use and/or high torque values, the breakage area shows signes of torsion and a sudden breakage type. Based on the investigation and risk management file, the most likely root cause determined from the investigation was sudden breakage after overtorquing of the screwdriver. Therefore, based on the available information, a device malfunction did occur. The screwdriver was broken. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D4: additional device information unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that during tightening the prosthesis over implant at 30 ncm with zimmer ratchet, the screwdriver tip fractured.